Manufacturer narrative:
(B)(4).

Event description:
It was reported stimulation was unable to be provided utilizing one of the patient's ((B)(6)) leads. However, effective stimulation coverage was able to be provided using the patient's second lead. X-rays were taken and indicated a kink in the lead which was unable to provide stimulation. Surgical intervention was undertaken and the lead was explanted and replaced and effective stimulation coverage was restored.